Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: under infusion in st john's ward. No photography or original sets. Set the total volume for 3 hours. But after finish the time period. Fluid is still in the bag & pump showed vtbi infused. Note: time ahead by 1 hour. Issue occurred: (B)(6) 2024 no patient harm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6) 1. General information: complaint: (B)(6). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 11659 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2024-01-31 were investigated. A new therapy was found with a volume of 1054ml with a rate of 351ml/h over 3 hours. The infusion started and 3 minutes before the volume was reached, the pre alarm "vtbi near end" occurred. The infusion was stopped and the line was extracted. No abnormalities was found during the infusion. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-095) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,46 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,13 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,88 bar (should be: 1,8-2,5 bar) pmin: is: 1,57 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,66 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +4,34%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 24a23e8st1 ---------------------------------------------------------------- 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: n/a note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.